Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and sensor error message was observed. Re-attempt the scanning after 10 minute and sensor error message was observed again. Extended investigation has been performed for returned puck and there was no indication that the product did not meet specification. The returned sensor was activated with a known good reader and an alarm test was performed for sensor. Bluetooth connection was checked by placing the known good reader in aluminum foil and signal loss alarm was observed. The reader was unwrapped and observed it reconnecting to the puck within one minute from unwrapping. The reader was set more than 20 ft away from the puck and observed signal loss alarm to go off successfully, the reader then reconnected to the puck within one minute. Sensor error message was not observed. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device. Therefore, the high/low glucose alarm was not available and the customer was unaware of changes in glucose levels. The customer became hypoglycemic, requiring healthcare professional treatment of orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device. Therefore, the high/low glucose alarm was not available and the customer was unaware of changes in glucose levels. The customer became hypoglycemic, requiring healthcare professional treatment of orange juice. There was no report of death or permanent injury associated with this event.